Event description:
It was reported that during a follow up, the implantable cardiac monitor exhibited intermittent sensing. The device was reprogrammed. The patient was in good condition prior and post event.